Manufacturer narrative:
Review of event data identified that the arterial line was obstructed throughout the event, resulting in high pressure. The system entered safe flow modulation as intended during which venous flow reached 0 lpm and the arterial pump decreased to compensate. The system enabled safety measures as it is intended.

Event description:
User reported that the system became unresponsive and the flow suddenly decreased until there was no forward flow. The user was unable to control the pump and resorted to hand-cranking. While there was no patient harm, this event is considered reportable due to the potential for causing patient harm if it were to recur.